Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the device stopped working during a therapeutic procedure. The patient was under sedation for some time extra due to the event, but was not harmed. The procedure was completed with some other devices. There was no report of patient injury associated with this event.